Event description:
It was reported that during use with 3 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount of tubes overfilled. Specific patient information and impact was unable to be obtained. The following information was provided by the initial reporter: customer complaints sm 363083 lot#3016603, 2347019, 2347018 overfilling.

Manufacturer narrative:
H.6 investigation summary material #: 363083; lot/batch #: 3016603, 2347018, and 2347019. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfilling as all samples met specifications. A review of the device history record indicated a quality notification was raised on lot 2347019 only for this issue.  However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2347018 medical device expiration date: 30-sep-2023 device manufacture date: 13-dec-2022 medical device lot #: 2347019 medical device expiration date: 30-sep-2023 device manufacture date: 13-dec-2022 medical device lot #: 3016603 medical device expiration date: 31-oct-2023 device manufacture date: 16-jan-2023 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified amount of tubes overfilled. Specific patient information and impact was unable to be obtained. The following information was provided by the initial reporter: customer complaints sm 363083 lot#3016603, 2347019, 2347018 overfilling.